Event description:
The customer received a blood glucose reading of 170 mg/dl from his contour usb and a reading of 91 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer has no strips left to return for evaluation. Control solution was sent.